Event description:
On an unreported date, the patient began treatment with dianeal pd4 ambuflex. During a call with baxter customer services, the consumer stated that on an unreported date, the patient experienced cardiac failure and on (B)(6) 2010, died. Treatment information was not provided prior to death. It was not reported whether an autopsy was performed. Dianeal therapy was ongoing at the time of the patient's death. The patient's concomitant medications were not reported. Causal relationship was not reported for the event of fatal cardiac failure and dianeal pd4 ambuflex therapy. Further information was obtained 15dec2010 from the dialysis nurse. According to the chart, the cause of death was noted as complications due to fungal peritonitis. According to the nurse, the event of fatal complications due to fungal peritonitis was not related to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. This is the second of four complaints associated with this event.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown therefore an evaluation was not performed. The root cause of this incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.